Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant of the leadless implantable pulse generator (ipg) the patient experienced chest pain. A computerized tomography (CT) scan was performed and confirmed that one of the nitinol tines had perforated the right ventricular (rv) anterior/apical freewall. It was further reported that the patient was prescribed non-steroidal anti-inflammatory drugs and other anti-inflammatories to address pericarditis. The leadless ipg was explanted and replaced. No further patient complications have been reported as a result of this event.